Manufacturer narrative:
Follow-up submitted with evaluation results which determined the fowler motor was not able to set properly due to the frame being bent. Bed was replaced.

Manufacturer narrative:
Manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported that the footend frame was bent and may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the footend frame was bent and may have been stuck elevated. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.